Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the pump was slow to responding to up, down, and ok button presses. The pt claimed that the buttons needed to be pressed hard for the pump to respond. The pt also claimed that the keypad was intact.